Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset, the patient began treatment with injection of fortum (1 gram, ¿od¿, route not reported) and injection of vancomycin (1 gram every five days, route not reported) for the event. At the time of this report, the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.